Manufacturer narrative:
The device history record for the reported lot number, m 5061t606, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is not possible as not lot number was provided, and a root cause could not be determined. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). A field action was initiated on 07/29/2015 (product advisory notice was sent to all potentially impacted customers). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury. Device not returned.

Event description:
Halyard received a single report that referenced three different incidences, which were associated with separate units, involving three different patients. This is the third of three reports. Refer to 8030647-2015-00201 for the first patient. Refer to 8030647-2015-00203 for the second patient. Refer to 8030647-2015-00204 for the third patient. It was reported by the respiratory therapist stating that they had 3 incidents where the ventilator began alarming and during troubleshooting realized the suction catheter was the issue causing a leak in the circuit. This incident involved 3 different patients. There was no patient injury as the suction catheters were removed.